Event description:
It was reported that the patient received inappropriate therapy. The pacing lead impedance had increased and capture was only obtained at maximum outputs. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.